Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was noted on the right atrial lead. X-ray revealed that the ra lead had dislodged and free floating in the right ventricle. This caused the patient to have non-sustained episodes of ventricular tachycardia. Patient was stable. The ra lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.